Event description:
It was reported that the physician believed the leads were causing thrombus build up that were breaking off and getting into the patient's vascular system. Lead revision was planned. The device was explanted and replaced due to infection. There were no patient symptoms prior, during or after the procedure. The patient was fine in the recovery room after the procedure.